Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant the lead exhibited unexpected threshold and inadequate sensing. The lead was not used and a lead placed successfully. The patient was stable post procedure.